Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the exact cause remains unknown. One video sample of a 4 fr groshong nxt catheter was provided for evaluation. The catheter is shown to be inserted within a patient. A bead of fluid appears to form 2 cm from the proximal end of the catheter. The damage on the catheter could not be clearly inspected from the video provided. Since a bead of fluid appeared to have leaked from the catheter, the complaint is confirmed but the exact cause remains unknown. Possible contributing factors include stylet damage, damage during handling, and sharp instrument damage. H3 other text : device evaluation findings are in the manufacturer's note.

Event description:
It was reported that after the puncture was completed, visible damage and liquid leaks were observed with the distal end of the catheter. This occurred when the patient¿s family was present, who asked for placement of a new catheter.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redx1003 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the puncture was completed, visible damage and liquid leaks were observed with the distal end of the catheter. This occurred when the patient¿s family was present, who asked for placement of a new catheter.